Event description:
Initial (05-feb-2024): this reportable medical device incident was received via telephone in reference to compound w nitrofreeze. The consumer used compound w nitrofreeze for the first time with intentional to treat a wart. After rotating the device until it clicked, as the product leaflet indicates, while still in the consumer's hand the product began to release all of its content and cracked the inside of the product's cap while also shooting the foam tip across the room. There were no injuries or property damage reported. Meddra version 26.1. Device expulsion: unexpected. According to the company reference safety information.